Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's overlay adhesive was not adhering to the subject. Adherence to the device is stronger than adherence to subject causing lifting and removal of the catheter after insertion. The catheter was damaged and leakage was also reported. No patient injury was reported.

Manufacturer narrative:
Device evaluation: inspection was made based on the pictures provided by the customer; samples returned were from unused device and analysis will be performed when samples are returned to determine if those have the condition reported. Visual inspection was performed, however investigator was unable to confirm the complaint reported, pictures provided does not allow to determine the area that is reported with the issue. Historical data from last 12 months were reviewed and no complaints with the same failure mode were confirmed. Based on the picture provided it was not possible to identify the specific area where the adhesion issues are thus the root cause was not confirmed. Based on the device history record review and from process inspection controls, (B)(4) parts were tested with no issues reported. No corrective actions were required since root cause can not be determined. The likelihood of this condition being observed is low and could be caused by incorrect manipulation of the adhesive. Device history review summary: the lot was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufacture.